Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient is experiencing infection to date, erosion, pudendal nerve damage, bilateral sacrolitis, piriformis syndrome, damaged urethra curled mesh, heavy bleeding post mesh, lost womb, full of cysts, autoimmune disease, edema, chronic pelvic pain, e.coli infection, brusing, left leg intermittent paralysis, fibromyalgia and chronic fatigue. The patient also has dry eyes, hair loss and weight loss/weight gain. Additional information has been requested.